Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported that a bad cuvette caused a 2 hour delay in testing patient samples. On (B)(6) 2018, the customer replaced the diaphragm and heat torch to resolve the error. A siemens customer service engineer (cse) was dispatched to the customer's site. During this visit, the cse: replaced the uninterrupted power supply (ups), the u-seal solenoid, cuvette form assembly, reagent management system (rms) motor control board and computer; reinstalled the software and restored the database; de-configured the rms; reseated all cable connections onto the backplane board; swapped motor controls boards with rms motor control board; identified that the motor control board was interrupting communications; reconfigured the rms; performed fix inventory on the rms; de-configured rms in-console and ran system check tests, resulting acceptably. The customer loaded new reagents and ran quality controls (qcs) with the new reagents, resulting within ranges. The cause of the delay in patient sample testing is unknown. The instrument is performing within manufacturing specifications. No further evaluation of the device is required.

Event description:
The customer reported that there was a 2 hour delay in patient testing on a dimension exl with lm instrument. The delay was apparent to the customer and the customer notified physician(s) of the delay in patient testing. The patient samples were sent out to alternate facilities for testing. There are no reports of patient intervention or adverse health consequences due to the delay in patient testing.